Event description:
On (B)(6) 2024, it was reported by a distributor via sems (B)(4) that (3) ar-1923bc suture anchor, biocomposite push lock 2.9 x 15.5 mm anchors kept breaking when impacted to secure implant inside the patient. All broken pieces were retrieved from the patient. The case was completed with a new box with a different lot number with no issues. This was discovered during a shoulder instability repair procedure on (B)(6) 2024. Additional information was received on 4/2/2024: the case was delayed for 25 minutes and no additional anesthesia was administered. There were no adverse effects on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment of insertion, and/or prying/leveraging of the device during insertion.